Manufacturer narrative:
Sample collection and centrifugation information have not been supplied by customer to date. Qc was performing within customer's established ranges. System checks performed on (B)(6) 2011 passed within instrument specifications. On (B)(4) 2011, bci field service engineer (fse) inspected the instrument and did not detect any problems. Fse completed a low level accutni precision run and a high sensitivity system check with results passing within instrument specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated erroneously high troponin (accutni) results above the ami cutoff for two (2) patients. The results were not reported out of the lab. Repeat analysis of the samples on the same instrument produced lower results within the normal reference range for one (1) patient and within the risk stratification range for the other patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.